Event description:
It was reported that the patient stated that they let the battery on the stimulator go completely dead. However, when the patient used the recharger, it was able to communicate and the patient had the normal recharge screen. It was stated that if this screen was present, then the stimulator was not dead or in an overdischarged state. The patient was advised to charge it enough for the settings. The patient stated that the battery had caused him a lot of pain, so he had not used it much. The patient had let it go without charging for a couple of days prior to the report. The patient was seeing the physician for the pain at the stimulator site. The patient had started 3-3.5 months prior, and had become unbearable. The patient had trigger point injections all around the battery site. Of note, the patient had a minor slip 2 months prior and was hospitalized. The patient stated his left leg went ¿dead.¿ that was when the stimulator stopped being able to control his back pain. Prior to that the patient had stopped all narcotics and the stimulator was working ¿beautifully.¿ the patient was to have x-rays to make sure the stimulator had not shifted. The patients physician thought it possibly was irritated. The patient also had a diagnostic done on the device 2 weeks prior to the report and everything looked ok. Additional information was requested, if received, a follow up report will be sent.

Event description:
Follow up information reported that the patient had many appointments and, after many attempts to resolve pain at the implantable neurostimulator (ins) site, the device was removed on (B)(6) 2013. It was noted that they had received assistance from their doctor and the manufacturer¿s representative and their concerns were resolved. If additional information is received, a follow up report will be sent.

Event description:
Additional information stated x-ray results indicated ¿no migration.¿ it was noted the cause of the patient¿s event was the fall. It was reported the patient ¿perceived stimulation in most areas of pain¿ and that his stimulation ¿no longer helped the pain.¿ it was noted there were no abnormal impedances measured. It was stated it was planned to remove the patient¿s device on 2013-(B)(4). The patient was reported to have required hospitalization for their pain and had an outcome of ¿non-serious injury/illness.¿

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).